Manufacturer narrative:
One custom tracheostomy tube was received for device evaluation. A review of the device history record could not be performed, as the lot number was not provided. Dimensional measurements were taken of the returned swivel connector. All measurements met manufacturing specification. The observed issue may have occurred due to user interface. The device instructions for use warn: the 4.5 care must be taken to avoid excessive force when connecting a circuit to this product. Failure to do so may result in difficulty disconnecting the circuit for emergency airway access for suctioning. The 4.6 always hold the base of the 15mm connector when disconnecting. If difficulty is experienced when disconnecting, utilize the disconnect wedge provided by inserting the thin end between the connectors and pushing to force them apart; refer to illustration a. Do not apply forces to the tube itself as this may result in tube damage which may compromise the airway. The 4.7 avoid excessive motion when attached to the ventilator as this may compromise the tube which may result in inadequate ventilation. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
It was reported that the swivel part of bivona tubes custom was broken. A replacement device was urgently requested. It was further reported that the patient was in the hospital since (B)(6), and that the aforementioned issue "has slowed his therapy therefore slowing his relief." No further complications were reported in connection with this event.